Event description:
It was reported that the customer needed a battery cap for the previous insulin pump. Customer's blood glucose level was 430 mg/dl. Customer was assisted with programming the pump. Customer treated with injections. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.